Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump ok button had a slow reaction. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test, and the keypad voltage test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).